Event description:
It was reported that while using the single use aspiration needle the needle broke. The reported malfunction occurred during an endoscopic ultrasound with fine needle aspiration procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the impact of hitting the slider also involved a load in the tilt direction on the handle, placing a load on the plastic parts beyond their tolerance. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.